Manufacturer narrative:
E1: establishment name: (B)(6). The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigation's including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by clinical safety, approximately 30 days post implant of a 23mm sapien 3 valve in the aortic position, during the routine follow up, it was learned that the subject was hospitalized at (B)(6) hospital due to a cerebral infarction, which occurred 20 days after the procedure. The patient was expected to be discharged in one or two months. No other information was able to be obtained.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Initial information received noted that the patient suffered a cerebral infarction. After additional information was received, it was found that the reporter was mistaken and at 20 days post implant of a 23mm sapien 3 valve in the aortic position, the patient was hospitalized due to cardiac rehabilitation and an echo showed a small amount of unknown aortic regurgitation, small amount of mitral regurgitation and decreased left ventricular diastolic function. 1 month and 25 days post procedure, the patient suddenly had paroxysmal chest tightness, chest pain, shortness of breath and upper abdominal discomfort. After treatment, the improvement was not satisfactory, so the patient was discharged and went to the emergency department of the hospital where the valve had been implanted. A pulmonary embolism was ruled out and symptomatic treatment was administered. 5 days later the patient was transferred to the rehabilitation hospital for continued inpatient observation. The heart failure is being dissociated as it was considered as cardiac insufficiency and not related to the aortic edwards device or procedure. The small amount of unknown regurgitation is not a reportable malfunction. Under 21cfr part 803 only requires reporting of reportable device malfunctions and serious injuries related to device malfunctions. In this case, there was no indication or allegation of a reportable device malfunction or a serious injury. Therefore, this event is not MDR reportable.

Manufacturer narrative:
A supplemental MDR is being submitted for an update to the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicated that patient factors (previous stroke and peripheral vascular disease) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.